Event description:
Patient's nebulizer stopped working. Pt stated her vios device is no longer working. Unknown if pt missed a dose. Unknown if device is available for return. No further info. Lot number is unknown.